Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not running and unable to access. A technical support specialist connected to the interface and was unable to log in to windows due to missing credentials in remote support service (rss), checked bomgar system information and services and found that the carefusion coordination engine (cce) service and system services were stopped; since the database was local, the structured query language (sql) services were also stopped, attempted to start the structured query language (sql) server using the bomgar command line, but it started and then stopped immediately, then reviewed bomgar application events, which indicated that the customer was awaiting field engineer input of the license key. After integration engineer entered the license key, the structured query language (sql) server service started successfully, and message traffic resumed. The system functioned as intended after the integration engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not running and unable to access. The customer reported that the server was not running, and cce cannot be started as it was unable to access the server. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.